Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of pain, occlusion and vascular injury (tissue injury) are listed in the proglide instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. Reportedly, the procedure sheath was 9f and the preclose technique was not used. It should be noted that the proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device would not have contributed to the reported back wall stitch. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The reported patient effects of pain, occlusion and vascular injury (tissue injury) are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using a proglide device after a carotid artery stenting interventional procedure using a 9f sheath. Reportedly, after hemostasis was achieved with the proglide device the patient went back to the ward but complained about pain. Pulsation was unable to be confirmed. Medication was given and an angiogram was taken. The angiogram confirmed an occlusion. Percutaneous transluminal angioplasty was conducted by the left groin approach, but the condition was not improved. The rcfa was opened surgically, and the suture, which was confirmed to be stitched to the posterior wall, was cut. The damaged inner tissue was removed, and the injured part was closed [surgically] to complete the procedure with no further issues. According to the physician, the proglide was inserted quite deeply to confirm the back flow prior to the foot being deployed. There was a clinically significant delay in the procedure. No additional information was provided.